Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested by fax and mail on 02/09/2009 and by phone on 02/05/2009, 02/17/2009 and 02/23/2009. Additional information was received by phone on 02/17/2009. A completed questionnaire has not been received. This report was mailed to FDA on: 03/06/2009.

Event description:
A consumer experienced poor intermediate visual acuity indoors following intraocular lens (iol) implant surgery. She was prescribed eyeglasses but states they do not help. The surgeon referred the consumer to an optometrist but has not received a follow-up report. Additional information has been requested. There are two medical device reports associated with this event. This is for the fellow eye.